Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: the pump was returned with a torn bolus button cover; however, the bolus button was still operable. Upon removal of the button cover, no contamination or physical damage was found. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was reported that the audio bolus button was damaged and under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.